Event description:
It was reported that the patient presented to the hospital due to an alert for non-sustained lead noise. Post paced t-wave oversensing was suspected. Intermittent loss of capture on both rv and lv leads were observed. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.